Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed a transient increase in power consumption and estimated flows beginning on (B)(6) '20219' leading to parameters above the normal operating range. 7 high watt alarms have been logged since (B)(6) 2019. Information provided by the site indicated that it was reported that, in addition to the high-power event, the patient noted some mild progressive symptoms of chest pressure only and stated to have no issues with taking their intravenous (IV) antibiotics as prescribed. The patient denied any palpitations or missed doses of oral medication. The patient admitted and reported to feel fine thereafter. There were no further significant chest pressure and stated that their alarms seem to be mainly triggered with activity. Of note, the patient mentioned they felt a little dehydrated. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that approximately four years and five months post ventricular assist device (vad) implantation, the patient was walking outside when the vad exhibited several high watt alarms. The patient noted some mild progressive symptoms of chest pressure only and stated to have no issues with taking their intravenous (IV) antibiotics as prescribed. The patient denied any palpitations or missed doses of oral medication. The patient admitted and reported to feel fine thereafter. There were no further significant chest pressure and stated that their flow alarms seem to be mainly triggered with activity. Of note, the patient mentioned they felt a little dehydrated. It was further reported that the high watt alarms were due to a speed increase, and as the high watt alarm limit was not reset, the alarms were triggered. The patient was discharged and the vad remains in use. No further patient complications have been reported as a result of this event.